Manufacturer narrative:
One osseotite implant was returned for inspection. The implant shows large of tissue attachment, and the external hex is noted to be dented. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. The edges of the internal hex are badly damaged. The complaint was confirmed. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4). Patient ID was not provided. The top part of the fractured screw was not returned to manufacture but the implant was returned.

Event description:
Doctor indicated unknown screw fractured inside the implant. Doctor was unable to remove the fractured part from the implant and removed the implant.